Manufacturer narrative:
The embolic material was not returned for analysis. Attempts were made to obtain contact information to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. Neurological changes and hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Linked events: 2029214-2017-00565 2029214-2017-00566 2029214-2017-00567.

Event description:
Citation: ¿investigation of the treatment of brain arteriovenous malformation with onyx¿ yu bo, gao lian-bo, uv yun-hui. Medtronic received report that 19 eases of cerebral bavms were embolized with onyx. Hemorrhagic complication was observed in 2 cases. Approx 1 patient underwent craniotomy and hematoma excision and 1 received nonsurgical therapy and one was reported to have left limbs hemiplegia. Epilepsy occurred after embolization and could be controlled by antiepileptic drugs in 1 patient.